Event description:
It was reported that the patient suspected a pump motor stall after they experienced a shock from an electrical outlet. It was further stated that six hours after being shocked the patient started experiencing symptoms of withdrawal including: headache, pain and vomiting. It was reported that patient had less than 50<(>&<)> therapy relief. It was reported that the symptoms subsided 36 hours later. It was reported that the physician reported checked pump logs on day of report and no events were documented on logs. Patient¿s status at the time of reported was ¿alive-no injury.¿ the pump system was delivering dilaudid. Additional information reported that no further actions were taken. It was not determined what caused the patient¿s symptoms. It was reported that the patient was receiving effective therapy now.

Manufacturer narrative:
Product ID 8590-1, lot# n306079, implanted: 2011 (B)(6); product type accessory product ID 8596sc, serial# (B)(4), implanted: 2011 (B)(6); product type catheter product ID 8709, serial# (B)(4), implanted: 2011 (B)(6); product type catheter. (B)(4).